Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, no leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported when using the bd syringe 50ml ll precise, the device experienced leakage past the stopper. This event occurred two times. The following information was provided by the initial reporter. The customer stated: a bd precise 50ml syringes used during resus on (B)(6) infant, (B)(6) 2021. The syringe leaked while withdrawing blood during the infant resus. A second bd 50ml precise syringe was used next and the same thing happened again. Blood leaked round the plunger on both occasions. Nil harm to infant and terumo 50ml substituted to get the blood for test results.